Event description:
It was reported that, "the clamp slips when the surgeon takes his hand off, when he is drilling and when putting on the patella when cementing it doesn't hold the pressure."

Manufacturer narrative:
DHR and complaint history review; conclusion: device was manufactured prior to design change.